Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) experienced performance issues related to inflation during ongoing use of the device. Surgical intervention was performed and, during the procedure, the reservoir tubing was noted to be broken with resultant fluid loss. The suspected cause is that the patient had a ball in the pump malfunction and this could have kinked the tubing. The entire ipp was removed and replaced. No patient complications were reported.